Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 700 mg/dl: cause of bg not known. On (B)(6) 2025, the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU); however, the customer could not recall the exact date. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 2 days later with the issue resolved and no permanent damage, however the customer could not recall the specific date. Tandem technical support (tts) offered to complete a system check, however, customer unable to complete the check.